Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged. Aortic insufficiency was noted. Moderate mitral regurgitation (mr) was noted which rapidly progressed to severe. Left ventricle function declined. A second valve was prepped and deployed immediately however resuscitation efforts were unsuccessful and the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that following the implant of the valve, the valve dislodged and moderate paravalvular leak (pvl) was noted. Potential factors that can influence a valve to dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. The observed pvl was likely attributed to the valve dislodging from the intended location. However, based on the available information (no procedural imaging), a root cause for the dislodgement and the resultant pvl could not be determined. It was also reported that moderate mitral regurgitation (mr) which rapidly progressed to severe occurred and left ventricle function declined. Subsequently, resuscitation efforts were made, but unsuccessful, and the patient died. The cause of death was severe mr and per the physician, the valve likely contributed to the death as the mr worsened after the valve was implanted. Mitral valve regurgitation and injury is a potential adverse event listed in the device instructions for use (IFU). The function of the mitral valve may be compromised by patient anatomical factors and procedural factors such as implant depth. The target implant depth for the valve is 3 - 5 mm so a lower implant depth, resulting from the valve dislodging, can potentially interfere with mitral valve function. Based on the information received, a relationship between the valve and the mr which reportedly caused the patient death cannot be established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received: moderate paravalvular leak (pvl) was noted after implant of the first valve. The cause of death was severe mitral regurgitation (mr). However, per the physician, the first valve likely contributed to the death as the mitral regurgitation worsened after this implant due to paravalvular leak (pvl). Per the physician, the second valve did not contribute to the death. An additional device code was added. The relevant history was updated. The information provided on the initial report #2025587-2019-00028 was inadvertently also provided in report #2025587-2019-00031. If information is provided in the future, a supplemental report will be issued.